Event description:
Placement of essure tubal occluder device -sterilization- placed hysteroscopically 1st had a uterine perforation with essure device deployed in the myometrium. Two other essure devices - placed successfully in the bilateral fallopian tubal ostia. The pt was at a surgical center and was discharged without delay and in a stable condition to her home, but was recommended and she complied that she seek overnight observational status in west hills hospital under my care. No sequelae. Confirmatory hsg - hysterosalpingogram should be done in late 2008.